Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an infusion with an unspecified IV (intravenous) tubing set and a secondary IV tubing set infused simultaneously. This was identified during a small volume chemotherapy infusion (approximately 50 ml) with a (cstd) closed system transfer device (non-baxter product). The patient was connected at the time of the event. The nurse reported that the infusion was supposed to be infused in 30 minutes, however, the infusion took 47 minutes because the primary infusion bag was infusing at the same time. The customer stated the primary bag (500 ml) was placed very low (3 metal hanger length was used). There was no report of a patient injury or medical intervention associated with this event. No additional information is available.